Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by changing charging cable and wall adapter, after which pump began charging normally and no further assistance was required.